Event description:
It was reported that there was video loss.

Manufacturer narrative:
The return device was confirmed to be a 1288hd camera control unit with fiber output catalog # 1288010001, serial number (B)(4); the reported failure was not confirmed. No problem during visual inspection of the ccu. Free from dents, scratches, no dust from cover and chassis. No unusual markings. A 1288 camera control unit (ccu) serial number (B)(4) was received and on analysis and testing of the unit we were not able to replicate the issue seen by the customer. The unit was left in burn-in, tested with different camera heads, monitors, and accessories at different locations and no deviations were noticed, the unit always had video output. The ccu was inspected and the unit passed all the tests. Our investigation does not agree with the customer's complaint. Root cause: it is difficult to determine the root cause of the issue observed at the account since we are unable to duplicate the problem in-house. Possible root causes could be the camera head, the connections to other devices, or the devices used along the ccu. In sum, the product was returned, but the failure mode was not confirmed.

Event description:
It was reported that there was video loss.

Manufacturer narrative:
The unit was returned, but the reported failure was not confirmed. No problem found during visual inspection of the ccu. Unit is free from dents, scratches, and dust from cover and chassis. No unusual markings. (B)(4) camera control unit (ccu) serial number (B)(4) was received and on analysis and testing of the unit, we were not able to replicate the issue seen by the customer. The unit was left in burn-in, tested with different camera heads, monitors, and accessories at different locations, but no deviations were noticed. The unit always had video output. The ccu was inspected and passed all tests. The ccu has the most current software for the front and digital boards. Therefore, our investigation does not agree with the customer's complaint. Root cause: it is difficult to determine the root cause of the issue observed at the account since we are unable to duplicate the problem in-house. Possible root causes could be the camera head, the connections to other devices, or the devices used along the ccu. In sum, the unit was received, but the reported failure was not confirmed.